Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection of the patient line of the homechoice cassette was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during drain two of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient had become disconnected from the patient line of the homechoice cassette. Renal therapy services explained the alarm and the nurse would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.